Manufacturer narrative:
The customer was provided with a quote for services. The field service engineer (fse) examined the logs of the device and found no evidence of the reported problem. The device was turned on and off many times during the check to observe the devices operation. The fse determined that it was possible the keypad of the device was broken, so the fse recommended to the customer to replace the keypad and observe the device. The field service engineer (fse) provided that the customer was not replacing the overlay switch keypad and was instead waiting to potentially replace the power management (pm) printed circuit board assembly (pcba). The fse confirmed that the customer was not placing the device into use as of the time of the gfe response. The fse stated that further service of the device is awaiting the customers decision on if they are going to replace the pm pcba. The pm pcba and previously advised overlay switch keypad, align with the recommended repair of the reported malfunction per the service manual. If additional information is received or the customer chooses to move forward with service of the device, then repairs will be completed at that time, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
On 21-dec-2023, the field service engineer (fse) provided that the customer was not replacing the overlay switch keypad and was instead waiting to potentially replace the power management (pm) printed circuit board assembly (pcba). The fse confirmed that the customer was not placing the device into use as of the time. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device spontaneously started up. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The investigation is ongoing.